Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the controller was not returned for evaluation as part of this product event. Log file analysis revealed normal pump parameters and no alarms recorded that could be related to the reported event. As a result, the reported event could not be confirmed due to insufficient evidence. The controller 2.0 has a feature that displays peak and trough values on the controller display; the peak is the highest flow value while the trough is the lowest flow value. Trough values may be negative in causes of ventricular suction. When the trough is negative, a software coding error will incorrectly display the peak and trough value as ">12" on the controller display. The correct value should be the actual negative value from -0.1 to -2.0 liters per minute (l/min), or the message ¿<(><<)>-2¿ for values less than -2.0 l/min. As a result, the most likely root cause of the reported event can be attributed to a software coding error, which incorrectly displays peak and trough values as ">12" when peak or trough is less than 0.0 l/min. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received product performance data due to the controller screen displaying values greater than 12 for peak and trough. The controller subsequently tested out of specification during manufacturer¿s analysis. The controller remains in use. No patient complications have been reported as a result of this event.